Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for leaks from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 2.75x18mm xience xpedition stent delivery system (sds), contrast was noted to be leaking in the hub area, thus the sds was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 2.75x18mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.